Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a (B)(6), (B)(4), pump was alarming? No disposable, pump won't run". It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 62.7 ml, rate 2.2 ml. Hr and 35.85 ml was given. No adverse patient effects were reported. No additional information is available at this time.